Event description:
Pt fell from hoyer lift during transfer from bed to customized wheelchair. Three certified nurses aides were assisting with transfer and day supv was present to monitor transfer. Hoyer was pumped to clear the bed. They began to move pt when 3 of 4 straps broke causing pt to fall to floor.